Event description:
Pt underwent colonoscopy on 9/9/97. Pt subsequently admitted to hosp on 9/11/97 with acute colitis possibly secondary to glutaraldehyde. On 9/22/97, medical equipment repair associates performed unit checks on 4 washers on site and found no problems/malfunctions.